Event description:
Pt began coughing up copious amounts of frank blood via endotracheal tube, also became hemodynamically unstable. Two respiratory therapists present to suction and maintain airway. Blood had backed up into the vent tubing and filter. The ett needed to be shortened, and in so doing the in-line suction cath was apparently not retracted totally and a 3" segment was cut and aspirated by pt into right mainstream bronchus. Visualization of in-line suction cath occluded in ett secondary to the copius bleeding. Removed via bronchoscopy.